Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. We checked the returned unit and confirmed that the image guide fiber bundle (cfb) was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the cfb. In addition, we confirmed that the control body broken, the forward body frame broken, the body cover grip broken, the light guide fiber bundle (lcb) broken, the objective lens unit broken, the ift buckled, the cfb smudge on fiber image, the ocular deformed, the light guide cable leak, the lg root brace rubber cut, the ift non-pentax work/parts, the segment hard to move, and the root brace rubber flared; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(broken).